Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio also observed that the device would no longer power on when prompted. Physio determined that the cause of the reported issue was that the device had an excessive amount of on-time which depleted the internal hybrid layer capacitor (hlc) batteries and prevented the device from powering on. Physio reviewed the device's electronic memory and observed that the device had an excessive number of user initiated power cycles which likely contributed to the excessive on-time; however, the cause of the excessive on-time could not be conclusively determined. It is likely that an item had been placed on top of the device which repeatedly pressed the on/off button causing the hlc internal battery to deplete until it had zero remaining capacity. The device was then opened up and an internal inspection was performed with no discrepancies observed. The customer was provided with a replacement device.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.